Event description:
It was reported that a resident "was getting out of bed when their whole monitor came off the bed or wall. The resident broke a hip." "Did not know if at the time of the incident the dual lock split apart from itself or if the dual lock held together but came unstuck from the bed, no one saw the incident occur and the alarm did not go off." Customer does not know which of several units was in place at the time of incident.